Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had critical pump error with open book image and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was 7.2 mmol/l at the time of incident. Customer reported that the insulin pump was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.